Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (loud pop sound / won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the computer / analog (ca) board. The cause of the inability to power on is the damaged components. The root cause of the high voltage deviation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor 'made a loud pop sound, like a firecracker'. The monitor subsequently would not power on.